Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The medical doctor left a message stating the customer was hospitalized due to the insulin pump malfunctioning. The customer was then contacted and she stated she was hospitalized for high blood glucose. The customer did not recall the time, date or blood glucose reading. The customer only remembers that she was using the insulin pump prior to the hospitalization. The customer stated she has continued to have high blood glucose ever since the hospitalization, and has not reverted to manual injections.